Event description:
Received info that the customer's pump suddenly became unresponsive during a loading sequence. The pump displayed multiple alarms and alerts upon entering shelf mode. The impact to the customer's blood glucose level is unk.

Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.